Event description:
Customer reported receiving an error 3 message when a test strip was inserted in their freestyle freedom meter. Customer reported no longer having the products but she clearly stated that she was using the affected strip lot. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). Retain sample testing on the affected strip lots has indicated an increased number of error 3 messages when these strips are used with freestyle freedom meters. The meter serial number and strip lot number are unk as the customer reported no longer having the products. This issue is associated with field correction 2954323-4/28/08-001-c reported (B) (4) on 25 apr 2008.